Event description:
It was reported that a staff member hurt their back while pushing an unspecified stretcher without engaging the zoom drive. No product malfunction was alleged.

Manufacturer narrative:
Further investigation identified that the alleged event would not have resulted in a serious adverse consequence to the staff member. The section summary have been updated to reflect this.

Event description:
It was reported that a staff member hurt their back while pushing an unspecified stretcher without engaging the zoom drive. This did not result in a serious injury to the staff member.